Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-406a-2355: the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe burnt on detritus. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure @ 12:57 minutes of use, ¿end firing aiming beam¿ was observed. 211,437 joules used. The procedure was completed with a second fiber. Patient outcome ¿ok¿ reported.